Event description:
It was reported that shaft damage occurred. The 145, 5-in-6 guidezilla¿ came into contact with a curved portion of a guide catheter. The physician pushed it several times, but it failed to move further. The guidezilla¿ was removed from the patient's body and it was noticed that it was almost torn near the connection part between the guide segment and the shaft. The procedure was completed with a different device. There were no patient complications and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic examination revealed a complete separation at the collar/proximal shaft bond with pulled ptfe at the end of the shaft separation. There were numerous kinks throughout the shaft. Microscopic examination presented no damage or irregularities to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft damage occurred. The 145, 5-in-6 guidezilla came into contact with a curved portion of a guide catheter. The physician pushed it several times, but it failed to move further. The guidezilla was removed from the patient's body and it was noticed that it was almost torn near the connection part between the guide segment and the shaft. The procedure was completed with a different device. There were no patient complications and the patient's condition is good.

Manufacturer narrative:
(B)(4).